Manufacturer narrative:
Result: damaged foot-end cover. Damaged power coil cable.

Event description:
It was reported by svc report that the foot-end cover was dented and catching the coil cords, resulting in stripping it over time. No pt involvement or adverse consequences were reported.